Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced due to physician¿s preference. The patient was doing well post operatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was determined that the ipg migrated. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was determined that the ipg migrated. The patient will undergo a pocket revision.